Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported) due to improper wound healing issue at the transducer (specific date not reported).